Event description:
Complainant alleged that staff members were attempting to pace a female pt who was in her sixties. The physician wanted the pt to be paced at 70ppm, but the unit would not pace above 63 ppm. The unit captured the pt's heartrate. There was no adverse effect on the pt.